Event description:
The device was used during a "har". Reportedly, the staples did not form properly and there was bowel leakage. The surgeon resected the tissue at the application site and applied another device to complete the procedure. The hosp has reported the pt's condition is satisfactory.